Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify led anomaly due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
The clinical trial representative was reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose value was unknown. Customer stated they do not hear fluid when shaking the pump. Customer states they do not see fluid under the lcd. Customer states the pump was not dropped. Customer stated there are not cracks in the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.